Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7290219. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately without being able to replicate the reported failure mode at our facility, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that leakage occurred from the bd pegasus¿ safety closed IV catheter system septum during the penetration. The following information was provided by the initial reporter, translated from chinese to english: "leakage was noticed on the septum during the penetration."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd pegasus¿ safety closed IV catheter system septum during the penetration. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage was noticed on the septum during the penetration."